Event description:
It was reported that a large volume intermate may have had a missing blue tip. This was found before use. There was no patient involvement. No additional information is available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13m079 was manufactured november 18, 2013 to november 19, 2013. The device was received for evaluation out of its original packaging. Visual inspection of the device did not identify any evidence that could have contributed to the reported condition. The tubing was found clipped inside the tubing slot of the coil cap. The blue winged luer cap was found attached to the unit. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.